Manufacturer narrative:
Analysis of the submitted system controller log file confirmed one transient power elevation on (B)(6) 2017; however, a direct correlation between the left ventricular assist system (lvas) and the patient¿s loss of consciousness could not conclusively be established through this evaluation. The submitted log file contains data from (B)(6) 2017 at 08:02:22 through (B)(6) 2017 at 15:19:37. One transient power elevation of 7.8 w was observed on (B)(6) at 11:06:20. As an additional observation, the low battery hazard alarm became active on (B)(6) 2017 at 02:53:37. This appeared to be the result of the patient¿s batteries being partially depleted, as the low battery advisory alarm was previously active on (B)(6) 2017 at 01:09:19 and no power source exchanges were recorded until the hazard alarm became active. This alarm resolved at 02:54:14 after the system was reconnected to a charged battery. The pump speed remained above the low speed limit for the duration of the file, including these low battery events. No other atypical alarms were captured and the system appeared to be operating as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the reason patient¿s brief loss of consciousness was deemed to be from overexertion.

Manufacturer narrative:
The patient's date of birth and age were not provided. The patient¿s sex was not provided. The patient¿s weight was not provided. (B)(4). Approximate age of device- 1 year and 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6). It was reported that the patient was admitted to the hospital after being found unconscious at home. No reported alarms were observed. Log file was submitted for review. The manufacturer¿s technical services representative reviewed the submitted log file and reported that there were no unusual events seen within the log file. Additional information was requested, but was not provided.